Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device monitored for 24 hours, no unexpected heating up of battery, battery tube or electronic assembly was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assembly was noted. Device had stained address/serial label number no burn noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 488 mg/dl at the time of incident. Customer stated insulin pump look like it was burned. Customer stated drive support cap was normal. Customer stated they performed self test and it was passed. Customer stated they was unable to perform displacement test. Customer declined troubleshooting for high blood glucose due to burn spot on the back of the insulin pump. The device will be returned for analysis.